Event description:
The customer reported that while running a hepatitis surface antigen assay the device failed to dispense sample into positions 3 and 5 in fows f-h. No error message was given. Field service engineer was dispatched. No death or serious injury was associated with this event.